Event description:
The customer reported that the system cannot do exposure. The device use at time of event is unknown. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the additional information collected, the issue was identified during system morning checks, the system was not in clinical use. A philips service engineer inspected the system onsite and analyzed the log file. The issue was caused by an issue with the image disk. Exposure images are required to be stored. When the images cannot be stored due to an issue with the image disk, exposure will not be possible. The philips engineer re-initialized the image disk and the system was returned to use in good working order. The log file was not available for further investigation. Corrected data: investigation codes have been updated as per the investigation outcome.

Event description:
The customer reported that the system cannot do exposure. The device was not in clinical use and no patient involvement was reported.